Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the row board cable was not correctly positioned. The field service engineer reconnected the row board cable and confirmed that the problem was resolved following the reboot. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, device was not detected on bus. The customer indicated that the malfunction took place while the medication was being issued, resulting in a delay in the dispensing process. There were no adverse events or injuries reported based on this incident.